Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis revealed that the device met specifications. The battery passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. No additional information will be forthcoming.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery passed visual inspection. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address this issue. No additional information will be forthcoming.

Event description:
Approximately 2 years and 11 months post heartware lvad implantation, the patient reported that one of the hvad system batteries was not lasting as long as it should. The battery was removed from the patient and a new battery was supplied. No patient injury was reported.